Event description:
Cna was not following care plan of two assist with hoyer lift transfer for this pt. There was no equipment malfunction and the correct sling was being used. However, due to cna attempting hoyer transfer by herself, pt did fall from the hoyer and fractured right shoulder and left arm.